Manufacturer narrative:
The zoll console in complaint was evaluated on 05/13/2016 at the customer's site. Evaluation results as follows: the event logs were reviewed and no abnormalities were found. The display head was removed and replaced to remedy the reported complaint. In summary the reported complaint was confirmed. The unreadable display and buzzing noise was due to a defective display head. A functional test and safety test were performed. The console passed all functionality test criteria. Customer site visit.

Event description:
It was reported that during training of the thermogard xp ivtm system the console ((B)(4)) screen text was unreadable and a buzzing noise was heard. No patient was involved. No additional information was provided.